Event description:
Doctor reported he had used mesh for an umbilical hernia and it developed an infection. Occurred one week after surgery. He tried to treat with abs. The mesh was explanted. No test was done for infection.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further info is provided a follow up report will be submitted. The other three reports are: 1219977-2014-00031, 1219977-2014-00032, 1219977-2014-00033.